Event description:
It was reported that the pt underwent an uncomplicated sling procedure in 2002. The urethra and the space between the urethra and tape both accepted a 9mm dilator at the end of the procedure. Pt's pre-op residual was 10ml. The pt is now in partial retention with a residual up to 250ml. The physician reported that difficulty was encountered when removing the sheath and that the tape may have twisted. The physician subsequently did cut the tape and the pt remains continent and without retention.